Event description:
As reported by hospital, air bubbles are being visualized within the chamber of a filtered fluid delivery set. There has been no air injection or patient injury. The used device has been discarded by the hospital.

Manufacturer narrative:
The hospital has reported that no sample device will be returned, so a failure analysis will not be possible. The remaining investigation, including the device history review, has not yet been completed. Upon completion of this investigation, a follow-up medwatch will be submitted.